Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure, and mesh was implanted concurrently with a total vaginal hysterectomy, anterior and posterior colpoperineorrhaphy, and cystoscopy due to symptomatic pelvic relaxation and stress urinary incontinence. The patient underwent excision of old mesh and placement of monarc suburethral sling concurrently with a cystoscopy on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent excision of old secur sling and placement of monarc sub urethral sling and cystoscopy on (B)(6) 2012 by dr. (B)(6) due to persistent stress urinary incontinence after secur at the (B)(6) center, (B)(6).

Event description:
It was reported that the patient underwent excision of old secur sling and placement of monarc sub urethral sling and cystoscopy on (B)(6) 2012 by dr. (B)(6) due to persistent stress urinary incontinence after secure at the (B)(6) center, (B)(6).

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had the concurrent procedure of a hysterectomy performed during mesh implantation. It was also reported that following insertion of the mesh, the patient experienced pain, recurrence and dyspareunia. No additional information was provided. (B)(4).